Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes tops are falling causing spillage. The following information was provided by the initial reporter: customer indicates the tops of the tubes are falling causing spillage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
D.4. Device returned for evaluation?: no. H.6. Investigation summary: bd received one (1) sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for stopper popoff with the incident lot was not observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper popoff as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper popoff. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes tops are falling causing spillage. The following information was provided by the initial reporter: customer indicates the tops of the tubes are falling causing spillage.